Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage cable was evaluated and replaced. The system was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys exhibited an error and locked up. Sys functionality was recovered with a reboot. No pt serious injury or death was reported related to this event.